Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has confirmed that the ECG c&d cable lead 2- wire is broken. The root cause for broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.